Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had high blood glucose but not hospitalized. Customer's blood glucose 543 mg/dl. The customer was treated for high blood glucose with manual shots and bolus. After the troubleshooting was done, customer wa advised to change entire set, reservoir and insulin and treat. The customer was advised to monitor and call back if needed.